Manufacturer narrative:
(B)(4). Batch # unk. Additional information obtained: the sales rep spoke to the surgeon today, 6/23/2017, who stated the following: the only time the surgeon saw the patient was 24 hours after the procedure. Between now and the surgery, the patient has been to the ER at north suburban twice complaining of pain at burn site and requesting pain medication. The patient claimed that the burn site is infected. The ER notes did not confirm that the burn was infected. Currently the patient is out of town for a month and surgeon is scheduled to see the patient when they return. Sales rep spoke with the risk manager face to face and she is not aware of the patient¿s current condition and if there was any additional treatment besides the bacitracin applied immediately after the procedure. Additional intervention.

Event description:
It was reported that near the end of a total abdominal hysterectomy, when removing the drape from the patient at the end of the procedure, there was a burn on the patient's breast. Before taking the patient out of the operating room (or), bacitracin was applied to the burn. There were no quality issues with the device during use. The patient is currently doing fine. No additional treatment was reported.

Manufacturer narrative:
(B)(4). Additional information received: approximately how long was the device used in the procedure? Unknown. What type of heat management techniques were utilized during the procedure? Unknown is the surgeon new to advanced bi-polar products? No, previously was using ligasure impact. What device had the surgeon used prior to the enseal g2 for abdominal hysterectomy procedures? Ligasure impact. Is it the surgeon¿s standard protocol to place the device directly on the drape or were there extenuating circumstance that occurred during this procedure that necessitated the need to lay down the device? Unknown. Photo evaluation: the account provided a photo for review. The image provided by the customer was that of what appears to be blue surgical gowning material. The blue gown has a hole. Because the instrument was not return our evaluation is limited. From the image, there is no way to conclude the root cause.

Manufacturer narrative:
(B)(4). Date sent: 7/8/2019. Corrected data: this correction is being submitted to correct the sequential numbering for the follow up reports. Follow up report # 2 submitted on 07/19/2017, should have been submitted as follow up report # 1. There is not a follow up #2.